Event description:
It was reported that this right atrial (ra) lead was found dislodged a few weeks after implantation. The dislodgement was confirmed through imaging requested after a routine follow up. Afterwards, the patient underwent a surgical intervention to reposition the lead. The device remains in service. No additional adverse patient effects were reported.